Event description:
The event is reported as: the et tube cuff was difficult to inflate and deflate. Defect was found while pre-testing cuff. No injuries reported.

Manufacturer narrative:
Sample has been received by manufacturer, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.